Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description small pieces of perceived plastic on external IV catheter are prohibiting the catheter from advancing normally into the patient's vein. Detailed inquiry description nurses have been experiencing difficulty threading IV catheters off of the needles only on 20 gauge IV catheters and then notice that there is what appears to be an "extra piece of plastic" that is prohibiting the catheter from advancing correctly. When looked at more in depth, there are tiny fibers or filaments observed that are being described by the nurses as "extra plastic."